Manufacturer narrative:
The unit passed defibrillation and pacing testing. The customer reloaded the unit software which resolved the issue. The unit remains back in service. We cannot determine the cause of the software corruption. We will consider this to have been a malfunction of the device.

Event description:
The customer reported that during 12-lead acquisition the unit cycled back to the startup screen (rebooted). There was no pt impact.